Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation. Medical records provided only included the culture and cell count. Treatment for the peritonitis was not included in the medical records provided. The nurse reported the peritonitis was caused by the patient¿s constipation and the culture results provided were positive for enterobacter cloacae complex.

Event description:
A peritoneal dialysis patient called technical services due to drain complications and reported she had cloudy effluent and peritonitis. During follow-up, the patient's nurse reported the patient's peritonitis was caused by constipation. The patient's effluent was cultured and found enterobacter cloacae. No further information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All device history records were reviewed and released according to ¿DHR review checklist and release procedure¿. A device is not released if it does not meet requirements or is non-conforming. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.